Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of button error on her daughter's insulin pump. The mother states the buttons are stuck and the numbers keep scrolling. The mother states the daughter was trying to get insulin, but the device will not give it. The customer's blood glucose at the time was unknown. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.